Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information stated that loosening interface occurred in the cement to bone interface. The cement manufacturer was reported to be from competitor.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary bilateral unicompartmental knee replacement for both the medial right and medial left compartments approximately 14 years ago. Patient had been doing well until about 18 months ago, since then his right knee has become progressively more painful, specifically on the medial side. X ray image appears to show some lucency under the tibial implant. On opening the knee (surgeon, (B)(6) 20) the femoral component was found to be well fixed. The tibial component (all poly, preservation component) was not overtly loose but did not take much to remove it. Wear was evident on both the central portion but also on the posterior edge. These components were removed and an attune with stemmed tibial component implanted.